Event description:
It was later reported that at the time of the event there was no pump in the patient; it was a wound infection only.

Event description:
It was reported that the patient had an infection at the incision. It was noted that the patient resolved without sequelae on (B)(6) 2013. It was reported that the pump was surgically repositioned to the patient¿s right abdomen on (B)(6) 2013. It was noted that the proximal end of the patient¿s catheter connector was surgically revised on (B)(6) 2013. It was reported that other surgical treatment included debridement wound on (B)(6) 2013-. It was noted that diagnostic methods included examination/palpation. It was reported that the incision was red, swollen and painful. It was noted that the etiology was the incisional site/device tract and pump pocket. It was reported that the event was possibly related to the implant procedure. It was noted that the patient¿s pump was being used to infuse sufenta, bupivicaine and clonidine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information: it was indicated that patient had a prior pump explanted without replacement on (B)(6) 2013. The implant date of the current pump, which was stated to be related to the event was not confirmed and the pump was noted to have been implanted five days post the event date of (B)(6) 2013. Per manufacturer device registration the pump was implanted on (B)(6) 2013, while reporter indicated pump implant was on (B)(6) 2013. Additional information/clarification has been requested, a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
The device serial # was corrected and changed to the previous pump as the infection occurred prior to the implant of the previously reported pump.

Event description:
Additional information received reported that the pump was replaced on 2013-(B)(6). Additional information has been requested, but it was not available as of the date of this report.